Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a distal common bile duct blockage secondary to pancreatic cancer during an endoscopic ultrasound (eus) choledocoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the electrocautery tip of the axios stent got broken. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a choledocoduodenostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. Additional information received on september 30, 2024 and october 1, 2024. The scope was in a slightly bent position when the deployment was attempted, and stent was not deployed. Upon withdrawal of the delivery catheter, the electrocautery tip of the axios stent became fully bent and subsequently broke completely when handled outside the patient.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated based on the additional information received on september 30, 2024 and october 1, 2024. Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a distal common bile duct blockage secondary to pancreatic cancer during an endoscopic ultrasound (eus) choledocoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the electrocautery tip of the axios stent got broken. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a choledocoduodenostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum to treat a distal common bile duct blockage secondary to pancreatic cancer during an endoscopic ultrasound (eus) choledocoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the electrocautery tip of the axios stent got broken. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a choledocoduodenostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. Additional information received on september 30, 2024 and october 1, 2024. The scope was in a slightly bent position when the deployment was attempted, and stent was not deployed. Upon withdrawal of the delivery catheter, the electrocautery tip of the axios stent became fully bent and subsequently broke completely when handled outside the patient.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the stent was fully expanded and deployed, the outer sheath was twisted, and the nosecone was detached as it was not returned. Functional inspection was performed, and it was noted that the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. No other issues were noted with the stent and delivery system. Product analysis confirmed the reported events of device use of device issue misuse and tip detachment of device or device component and tip damaged/defective. Taking all available information into consideration, the investigation concluded that the reported events and observed damages were likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician, which limited the performance of the device and contributed to the reported events and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed for a choledocoduodenostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture.".